Event description:
The ventilator failed the internal leakage test during pre-use check. (B) (4). (B) (4).

Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the pt has been investigated and an integrated circuit (ic) on a printed circuit board within the gas module was found broken and with burn marks. The ic failure caused the reported problem but the root cause of the burn marks on the ic and its failure has not been determined. The fault will be detected during pre-use check. If it occurs during pt treatment, the delivered gas volume to the pt will be higher than set and will lead to generation of alarms when the set limits are exceeded. (B) (4).